Manufacturer narrative:
The actual device involved in this incident has discarded at the hospital. The additional sample from the rep was returned for evaluation which is currently pending. When results from the evaluation are available, a follow up report will be filed.

Event description:
A hospital reported that the gpc396 had a pinhole and blood had entered the cover during a procedure. The product was discarded at the hospital. The rep ordered a replacement case and before delivery to the customer performed a water test. The rep detected a pin hole in the sample.

Manufacturer narrative:
The actual device involved in this incident has discarded at the hospital. The additional sample from the rep was returned for evaluation which is currently pending. When results from the evaluation are available, a follow up report will be filed. Follow up report #1: the returned sample from the rep was evaluated via a leak test. A leak was observed during this test. Attempts were made to recreate the mark where the leak occurred which was replicated using fingernails. This type of mark has not been observed before as an effect of manufacturing instruments. Based upon the investigation conducted and sample received, the failure mode could be inadvertently caused by product manipulation during the manufacturing process.

Event description:
A hospital reported that the gpc396 had a pinhole and blood had entered the cover during a procedure. The product was discarded at the hospital. The rep ordered a replacement case and before delivery to the customer performed a water test. The rep detected a pin hole in the sample.